Event description:
No additional information.

Manufacturer narrative:
Pr 9347745 - follow up MDR for device evaluation. The customer reported the drip chamber vent came off and returned one used sample of material 2420-0007 and lot 23075200. The set was visually examined for defects and abnormalities. The drip chamber vent was completely popped out of the drip chamber, and the complaint was verified. The supplier of the drip chamber was notified. The root cause of this failure could not be identified by the supplier, they were only able to acknowledge the failure. The root cause is unknown for this failure. Device history record review for model 2420-0007 lot number 23075200 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the verbatim: issue description: product quality complaint ¿ broken device used on patient ¿ product in use for 30 min no reported patient injury as rn was switching the line to flush bag , the vent on the chamber came off and n/s mixed with a little of drug was flowing out from the vent site. Device part# bd alaris pump infusion set ref # 2420-0007 lot /serial # (B)(6). Expiry date:2026/06/12 incident date: 30nov2023

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed